Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use instructs to ¿perform the required interventions over the barewire filter delivery wire.¿ in this case, based on the reported information, the entrapment of the barewire and filter requiring surgery to remove was due to advancing a command 14 guide wire and xpert self-expanding stent alongside of the barewire resulting in entrapment of the barewire and filter once the xpert stent was deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b1: adverse event/product problem updated.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - improper or incorrect procedure or method.

Event description:
It was reported that the procedure was to treat an 80% stenosed 5.0mm lesion in internal carotid artery with the emboshield nav 6 embolic protection system (eps). The bare wire and eps were advanced. The command 14 guide wire was re-inserted, and an 8x40mm xpert self expanding stent was implanted. However, the bare wire became unintentionally compressed between the stent and the vessel wall which prevented the filter element from being retrieved. Subsequently, the filter element, bare wire and xpert stent were surgically removed. There were no adverse patient sequela. No additional information was provided.